Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, irregular menstrual cycle and dysmenorrhea. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: 9 coils on right extend to the almost left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure within the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, irregular menstrual cycle and dysmenorrhea. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: 9 coils on right extend to the almost left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure within the uterine cavity. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.